Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted (1213643-2021-08838). This supplemental emdr has been submitted to report the corrected gender and event details due to incomplete data visible in legal claim form. This emdr represents the bard/davol ventralex (device #1). Additional supplemental emdrs were submitted to represent the bard/davol xenmatrix (device #2) and the bard/davol ventralex (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and xenmatrix on (B)(6) 2010 and/or (B)(6) 2012 and/or (B)(6) 20xx (only incomplete date visible in legal claim form). As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). Additional emdrs were submitted to represent the bard/davol xenmatrix (device #2) and the bard/davol ventralex (device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and xenmatrix on (B)(6) 2010 and/or (B)(6) 2012 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.